Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. During the procedure, the patient began moving, causing the physician to withdraw the catheter. Upon examination of the catheter, it was found to have "broken clear plastic on the far end." All other parts were intact. The tip of catheter except the clear plastic was attached on the proximal end. The patient was admitted to the hospital overnight for observation. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.